Event description:
It was reported to boston scientific corporation that during preparation of an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the first leg assembly was being loaded into the capio device, the suture (with the needle at the end) detached, outside of the patient. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue and white dilator. The needle was not returned. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during preparation of an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the first leg assembly was being loaded into the capio device, the suture (with the needle at the end) detached, outside of the patient. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who is reportedly fine.